Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-1110-02 serial #: (B)(4) description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was repositioned.

Manufacturer narrative:
Additional information was received that the patient was having difficulty keeping both ipg¿s charged up consistently and the lead had migrated over to the right side. The patient underwent an ipg replacement procedure and the physician repositioned the lead. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was repositioned.

Manufacturer narrative:
Additional information was received that the initial ipg repositioning was due to discomfort because the ipg was located at the patient¿s pant line. Additional information was received that the patient was having difficulty keeping both ipgs charged up consistently. The patient underwent a second revision procedure wherein both ipgs were replaced and a spectra ipg was implanted. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was repositioned.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was repositioned.